Event description:
The core sumex drill was sent for evaluation because it was overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device.